Event description:
The pt died four days post-op. The pt also experienced "hyperperfusion syndrome"; however, it is unk if the hyperperfusion occurred during or after the carotid procedure. There is no indication that the death was product related.